Event description:
Provider spoke to (B)(6) in customer service ext (B)(6) to advise the rubber is coming off of the wheel in the front.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.